Event description:
The use of abbott's delivery sheath for piccolo has been associated with leaks. Similar to leaks they had with another device that was ultimately pulled off market in the us. These products are used for infants and abbott is aware of the issue and still affected product is available for use.